Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient entire system was explanted due to infection at ipg site. Patient was treated with antibiotics. Patient is doing well and recovering post-explant.